Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. It is possible that patient anatomy (degenerative mitral regurgitation, pre-existing leaflet flail) contributed to the reported difficulties, however a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report tissue damage. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The first mitraclip delivery system (cds) was advanced to the mitral valve, and grasping was successful and the clip was implanted, however a leaflet tear was noted. An occluder was used to treat the leaflet tear. A total of four clips were implanted reducing mr to 2. No additional information was provided.